Event description:
It was reported that following a dye study, the patient experienced overdose symptoms. The patient was hospitalized in emergency room due to over infusion that "knocked her out". The patient was at home and recovering. The drug in the pump was baclofen. No further outcome was reported. Additional information has been requested, a follow-up will be submitted, if additional information becomes available.